Manufacturer narrative:
Correction: the correct device explantation date is (B)(6) 2024 as previously reported. Device analysis report attached.

Manufacturer narrative:
Correction: the initial MDR submitted on october 22, 2024 was filed inadvertently. The correct date of awareness is november 26, 2024; not september 27, 2024 as previously reported.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device after sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery.